Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a hole noticed at 4.5cm mark. 8cm mark at exit site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the exact cause is unknown. The product returned for evaluation was a 4 fr single lumen powerpicc solo catheter. The returned product sample was evaluated, and a split was observed between the 4 cm and 5 cm depth markings. A microscopic observation revealed the split was slightly diagonal with uneven edges. Some rounding of the split edges and dulling of the catheter surface were observed. The fracture surfaces were observed to be rough and granular in texture. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. No evidence was seen which could ultimately inform on the root cause of that event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a hole noticed at 4.5cm mark. 8cm mark at exit site. No other information was provided. PICC implanted for 7 days.